Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va16a1p, implanted: (B)(6) 2017, product type lead. Product ID: 3389s-40, lot#: va16a1p, implanted: (B)(6) 2016, product type lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, product type extension. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 17-feb-2019, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 17-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a short on the right lead between contacts 1 and 2. The patient also had issues recharging. The rep tested the lead with alligator clips and confirmed a short circuit. The patient was opened at the lead/extension site and tested the lead to confirm the short. A pocket was revised to help with the recharging. The hcp took out tissue and revised the pocket depth. It was unknown if the issue resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389s-40, lot# va16a1p, implanted: (B)(6) 2017. Product type lead, product ID 3389s-40, lot# va16a1p , implanted: (B)(6) 2016. Product type lead, product ID 3708660, serial# (B)(4), implanted: (B)(6) 2016. Product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the short wasn¿t determined. It was unknown. The recharging issues weren¿t resolved after the surgery. Per the neurosurgeon the patient was expected to cold compress the surgical site to reduce swelling and attempt to recharge once healed.